Event description:
It was reported by a physician that a vns patient was deceased. The physician's office did not know the cause of death, but learned of it while calling the patient's caregiver to schedule a clinic visit. Additional relevant information has not been received to-date.